Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp) for ventricular tachycardia (vt) which accelerated the rhythm to ventricular fibrillation (vf). The device delivered a shock which restored normal sinus rhythm. The patient's medications were altered and they also underwent a vt ablation. Physician stated root cause was patient condition.